Event description:
Customer's husband reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 722 mg/dl. Customer was feeling tired. Diagnosed diabetes ketoacidosis. Hospital treated with fluids and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.